Event description:
It was reported that a patient on impella 5.5 had recurrent ventricular tachycardia and ventricular ectopic beats with change of position and manipulation. It was noted of renewed tachycardia and cardioversion. No other information was provided. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
Additional information received from the clinical site that the patient experienced aki / kidney failure, that is possibly related to the study impella device. The patient was started on dialysis.

Manufacturer narrative:
B5 additional information received from the clinical site. H6 revised to reflect the additional failure mode. Should the device or any new information be received, a supplemental manufacturer device report will be filed.